Event description:
It was reported that a lead fracture was observed. The lead is inactive.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th of january 2025 and 14th of february 2025 recorded an initial pacing impedance of 500 ohms with a sudden increase to <3,000 ohms at the end of the recording period. Furthermore, a gradually rising shock impedance from 55 ohms to 75 ohms was recorded, with an abrupt increase to >150 ohms at the end of the recording period. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing. The x-ray images provided could not be evaluated due to poor quality. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that a lead fracture was observed. The lead is inactive.